Event description:
It was stated that the customer was hospitalization for high blood glucose. Prior to the hospitalization, the customer woke up vomiting. The reported blood glucose reading was 300 mg/dl during the call. It was stated that the reservoir was empty when they arrived at the hospital. Troubleshooting was performed and the insulin pump passed the required tests. The high pressure test was not performed as the insulin pump did alarm no delivery while wearing the insulin pump at the hospital.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.